Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the defect was noticed on the iol, the lens was implanted in the eye and cut out and replaced with a new iol. No further information available. There are two medical device reports this is 1 of 2.

Manufacturer narrative:
Correction information provided inb.5. The manufacturer internal reference number is: (B)(4).

Event description:
There was no information about explanation of lens from the patients eye.